Manufacturer narrative:
(B)(4). Date sent: 9/17/2015. Information anticipated, but unavailable at this time. Batch # (B)(4). Conclusion: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The reported event could not be confirmed as no damage on the cartridge was noted during visual inspection. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the doctor had fired a few reloads including green and blue. When the scrub tech was unloading the reload, she swished in saline and attempted to reload device with struggle. We noticed that the sled was off of the blue reload, looking in the cartridge half; we saw the metal in the jaws. She used forceps to pull out the sled. We dry fired the device to test and reloaded for continued firings. Issue did not occur with any other reloads. Case completed with same device. There were no patient consequences reported.